Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an m2: motor disconnected alarm was not confirmed. The centrimag console (serial number (B)(6) was not returned for analysis, and no log files were associated with the reported event. Per available information for this event, the console was retained at the hospital, and no adverse events were reported as a result of the alarm. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6) ,showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including m2 and other motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was additionally reported that the message on the console was that the motor was disconnected after connecting the motor to the console.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter name and address: phone number: (B)(6).

Event description:
It was reported that there was an error message received for the centrimag motor. The cause was determined to be a mechanical hardware failure and the motor was exchanged. The motor was checked with demo pump and was working as expected. The motor would not be returned. Regulatory report reference: MFR#: 3003306248-2023-00017.